Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press and needed multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was disconnected from power and provided guidance on properly pressing the button. Despite these efforts, the issue persisted, and the decision was made to replace the pump. The customer was advised to put the pump into storage mode and return it using a pre-paid label, and the customer understood and acknowledged the instructions. The customer planned to continue using the current pump until the replacement arrived.